Event description:
A nail, broke post operatively through the distal recon screw hole. Patient was revised to another nail.

Manufacturer narrative:
Manufacturing site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn, as no device was returned and no lot number was provided.